Event description:
The customer reported to olympus, the evis exera ii video system center had image problem even after changing other scopes. The issue was found during preparation before use inspection. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was not confirmed, since the device was not returned for evaluation. It could not be determined, whether the device satisfied the performance specifications. The root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.